Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator delivered inappropriate therapy due to atrial fibrillation with rapid ventricular response. Transcripts were reviewed and indicated a long charge time alert as a result of excessive hv charging. The device was explanted and replaced. More information was requested, but not yet provided.

Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
The reported field event of inappropriate shock was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment and no anomalies were found.